Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient connected an unprimed patient line during peritoneal dialysis. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis therapy. The patient stated that they needed to re-prime the patient line and that they connected and disconnected the patient line. The technical service representative explained to the patient that they could not re-prime at this point and would need to start over with all new supplies. The technical service representative instructed the patient to cycle the power on the homechoice device. The patient refused and hung up. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.